Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post port placement procedure, the device allegedly had a problem of loosened fixation cylinder between catheter and port chamber that was loose in the tissue when re-opening the patient. It was further reported that the insufficient proper fixation could have been the cause. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported cathlock detachment issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (device, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the device allegedly had a problem of loosened fixation cylinder between catheter and port chamber that was loose in the tissue when re-opening the patient. It was further reported that the insufficient proper fixation could have been the cause. There was no reported patient injury.